Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The implant was partially deployed, and 5mm of the implant was sticking out from the tip of the device. The hub, shaft, tip, core wire, and implant were microscopically, tactile and visually inspected. Inspection revealed numerous kinks in the distal end of the sheath, the implant was collapsed/frame bent with anchor damage, the was tip damaged with the tricuts flared outward and abrasions inside the sheath from recapture. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09535. It was reported that kinks were observed after recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the patient¿s laa. A 24mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was deployed. As it was not in an adequate position, the device was fully recaptured with little resistance. Upon removal from the patient, the tricut of the wds was folded in and it was kinked, "but not seriously." The was removed from the patient as the physician was concerned the tricut piece may have detached. The was noted to be kinked. It was then cut and flushed with saline, confirming there was nothing detached in the sheath. He then used a pliers to adjust the tip of the wds and confirmed all three pieces were present. He double checked the patient via ultrasound. The procedure continued and a watchman laa closure device was successfully implanted. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09535. It was reported that kinks were observed after recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the patient¿s laa. A 24mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was deployed. As it was not in an adequate position, the device was fully recaptured with little resistance. Upon removal from the patient, the tricut of the wds was folded in and it was kinked, "but not seriously." The was removed from the patient as the physician was concerned the tricut piece may have detached. The was noted to be kinked. It was then cut and flushed with saline, confirming there was nothing detached in the sheath. He then used a pliers to adjust the tip of the wds and confirmed all three pieces were present. He double checked the patient via ultrasound. The procedure continued and a watchman laa closure device was successfully implanted. There were no patient complications reported and the patient status was stable.